Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2021 (year only received.) Continued e1 phone number: (B)(6); additional email: (B)(6).

Event description:
Healthcare professional reported "intracapsular rupture". This record is for the right side. Device was explanted.